Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for movement disorders. The patient reported that their therapy turned off by itself. They stated that in the last couple days they have really degraded, almost to the point they were at before implantation of the device. Technical services assisted the patient in checking the device and it was found to be off. The patient turned stimulation back on and felt a slight tingle for a few seconds. It was reported that the patient's symptoms were resolved with turning the device back on. The patient was advised to keep a journal of instanced in which therapy turned off, and to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the instance of the device being unexpectedly off was the only time the patient has had a problem with the device itself.